Event description:
It was reported that the customer was having high blood glucose levels close to 400 mg/dl. Customer stated that it was not normal. Customer stated that the tape got stuck inside the inserter. Customer needs to change it. Customer treated with her pump. Customer's latest blood glucose level was 372 mg/dl. Customer stated that when she removed the set, the cannula was bent over. Customer mentioned that there is no reservoir on the pump. Customer was advised to change the set. Customer's blood glucose level went up to 425 mg/dl. Customer delivered a bolus through the pump. Customer has been running high for the last 2 days. Customer received a finish loading alarm. Alarm was cleared. Customer was advised to monitor blood glucose levels closely. It was explained that the alarm was normal behavior for the pump. Customer declined troubleshooting for high blood glucose levels. Customer's blood glucose went down to 407 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-73505.